Event description:
The customer reported the system shut down and would not reboot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fast stop switch and surge suppressor. System operates as intended. (B)(4).